Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 1999, and a mesh was implanted, due to recurrent incarcerated umbilical hernia. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent eua, d&c, diagnostic hysteroscopy and endometrial ablation on (B)(6) 2002, due to menometrorrhagia. On (B)(6) 2004, the patient underwent a repair of recurrent incarcerated incisional hernia due to recurrent incarcerated incisional hernia. On (B)(6) 2005, the patient underwent an incisional herniorrhaphy due to incisional herniorrhaphy. On (B)(6) 2012, the patient underwent a diagnostic pelvic laparoscopy and repair of suburethral vaginal mucosal defect due to persistent vaginal and postcoital bleeding post laparoscopic-assisted vaginal hysterectomy and remote sling plus vaginal defect. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that following insertion patient experienced urinary tract infection.